Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient drain volume was 3600 ml. The drain volume is 180% the patient's prescribed fill volume of 2000 ml. The treatment data was unavailable. The pdrn stated that they are confident it was not a cycler issue. The pdrn also stated that the patient is constipated. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment using by performing a stat drain. The pdrn confirmed that the patient did not drain well due to constipation and the cycler filled patient on top of patient not draining. The pdrn stated that this was not a cycler related issue. The patient is continuing with pd therapy without issue.